Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention. Consumer reported receiving results of 300 mg/dl and "lo" (less than 20 mg/dl) previous to the event. Troubleshooting with meter, test strips and control solution showed the device to be performing as intended. The difference between the readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.